Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025 at 2:00 am, they had a hypoglycemic event. The patient experienced feeling tired and sleepy and got up to self-treat with 3 glucose tablets. The patient still felt tired and sleepy like she was going to fall after treatment, she crawled back to bed and laid down and alerted her husband. The patient¿s husband performed a fingerstick, the cgm displayed 66 mg/dl but her bg showed 44 mg/dl. The husband treated the patient with glucagon. The patient was unable to move her legs, so her husband called 911. Upon arrival, paramedics checked the patient¿s bg, and it showed 120 mg/dl. The patient was still unable to move her legs and was advised to go to the hospital. The paramedics checked her bg again and it was 121 mg/dl, the cgm was not checked. At the hospital, patient¿s bg was checked, no values were provided however she stated they were normal. A CT scan was performed on her legs and was negative. No medication was administered since the patient¿s bg values were normal and she was discharged later that day. At the time of the report, the patient was feeling okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. After treatment there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.